Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope couldn't angulate sufficiently. It was not specified when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 error code (scope communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of couldn't angulate sufficiently was confirmed. The device evaluation found the reportable malfunction identified in b5 (b30 scope communication error) that occurred due to corrosion on endoscope connector. The following non-reportable findings were found during evaluation: bending angle in up direction did not meet the standard value due to wear of angle wire, control unit had a scratch, scope cover had a scratch, suction connector had a scratch, scope connector cover unit had a scratch, grip had a scratch, angulation lever had a scratch, up/down angulation lever plate had a scratch, image guide protector had a scratch, insertion tube rotation ring had a scratch, universal cord had a scratch, suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, angulation lever does not move smoothly due to damage, and angulation lever does not move smoothly due to deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.